Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported impedance issues and loss of pain relief. Imagine was done, x-ray (B)(6) showed spinal cord stimulator leads are intact with unchanged positioning compared to the prior on (B)(6) 2023. Patient successfully had left lead reprogrammed in (B)(6) 2023 to cover all pain areas after right lead stopped working. Patient then fell (B)(6) 2023 at work and lost pain coverage. Patient went to clinic twice and ed (B)(6) regarding the pain. Met with rep (B)(6) 2023: both leads were having impedance and rep was unable to reprogram around them. (B)(6) 2023 ed visit: pt has experienced severe pain since the fall with decreased sensation in lower extremities, episodes of fecal inconsonance, intermittent perianal numbness. X-ray (B)(6) showed leads intact and the same as in (B)(6). MRI showed cauda equina in normal positioning. Additionally, it was reported oor means out of range lead(all electrodes were not able to be used safely to bring patient therapy). The issue was resolved without sequelae, as the device were explanted/replaced.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2020; explant date (B)(6) 2023 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.